Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by tse corresponds with accepted service practices for the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that the ventilator's top display of the graphic user interface (gui) only displayed half of the data. Patient involvement is unknown.